Manufacturer narrative:
(B)(4). Date sent: 7/14/2023, d4: batch # 188c36. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device was returned with no apparent damage. The anvil was returned inside a plastic bag, the breakaway washer was present, cut and there were no staples present and the green check mark did illuminate after the battery was inserted. During the functional test, the device was continuously fired. The device was disassembled to verify the condition of the internal components and upon visual inspection was found a cracked stop switch actuator which prohibited it from contacting the stop switch. No anvil issues were noted at any time during the testing. Although no conclusion could be reached on the cause of the reported event of "anvil issues", the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as no anvil issues were noted at any time during testing. It is possible for the crack noted on the stop switch actuator to have occurred during the transportation of the device from the customer to the pi lab at independencia, as the actuator remains under load until the device is reset. In addition, the device presented continuous firing during functional testing, this condition is potentially related to the manufacturing process and could be due to damage in the stop switch actuator. However, the customer did not experience a continuous fire scenario, this condition was found during device analysis it is not related to the reported event. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 188c36, and no non-conformances were identified.

Event description:
It was reported that the device fired and formed the anastomosis, however, upon removal the anvil got stuck in the patient¿s colon, but the device came out. As the anvil was stuck in the patient, the surgeon had to take down the anastomosis to get this out and not the patient required a permanent colostomy. Patient was already high risk and required additional monitoring post op.

Manufacturer narrative:
(B)(4). Event date unknown, captured as awareness date. Batch # unknown. Adverse event problem health effect ¿ clinical code = gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Did the case start open or laparoscopic? Did the case finish open or laparoscopic? What techniques were tried before taking down the anastomosis? What factor¿s led to the surgeon¿s decision to do a permanent colostomy? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/16/2023 d4: batch # 188c36 additional information was requested, and the following was received: lot # x96c9d - a manufacturing record evaluation was performed for the finished device cdh29p lot number x96c9d and no non-conformances were identified. Manufacturing date: 12/02/2022 expiration date: 10/31/2025 what factors led to the surgeon¿s decision to do a permanent colostomy patient was already high risk and due to the complexity of the case, felt it was more appropriate to do a permanent stoma. Please see response from the surgeon below: patient/procedure: ¿ what were the indications for surgery? Colon cancer (descending colon) ¿ what surgical procedure was performed? Left hemicolectomy + formation of end colostomy ¿ did the patient receive any preoperative chemotherapy or radiation? No ¿ did the case start open or laparoscopic? Laparoscopic ¿ did the case finish open or laparoscopic? Open ¿ what techniques were tried before taking down the anastomosis? Mobilisation below the previous staple line ¿ what is the current status of the patient? The patient was discharged from hospital well and has commenced adjuvant chemotherapy device use: ¿ who fired the device and what is was there experience with the device? Clinical fellow (equivalent to first year registrar), multiple previous uses of device- deemed competent and confident to use it personally and by clinical supervisor ¿ did the device successfully complete the firing cycle? Yes ¿ did the green check mark illuminate after completion of the firing cycle? I don¿t know ¿ did you or anyone in the theatre notice anything unusual or unexpected during the firing of the device? No ¿ where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low ¿ did the person firing the device wait 15 seconds after closing the device and then retighten prior to firing? I don¿t know ¿ was the device difficult to close? No ¿ was the device difficult to fire? No ¿ how many counter-clockwise revolutions of the adjusting knob were used to open the device? I don¿t know, the person firing the device says 4 ¿ did the person firing the device receive audible & tactile feedback when firing the device? Yes ¿ were the donuts inspected? If so, please describe. Yes, intact ¿ was a complete transection of the white breakaway washer visually confirmed? I don¿t know/ cannot recall ¿ were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device was returned with no apparent damage. The anvil was returned inside a plastic bag, the breakaway washer was present, cut and there were no staples present and the green check mark did illuminate after the battery was inserted. During the functional test, the device was continuously fired. The device was disassembled to verify the condition of the internal components and upon visual inspection was found a cracked stop switch actuator which prohibited it from contacting the stop switch. No anvil issues were noted at any time during the testing. It is possible for the crack to have occurred during the transportation of the device from the customer to the pi lab in independencia, as the actuator remains under load until the device is reset. In addition, the observed condition from the customer did not indicate continuous activation of the device, further supporting the theory that the crack occurred postoperatively. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Although no conclusion could be reached on the cause of the reported event of "anvil issues", the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 188c36, and no non-conformances were identified.